Manufacturer narrative:
The investigation determined that the customer obtained lower than expected vitros phyt results from multiple samples of a single patient using a vitros 5, 1 fs chemistry system. The investigation could not determine a definitive root cause. A sample issue related to improper sample collection, a pre-analytical sample processing/ handling or a reagent related issue cannot be ruled out as contributing factors. There is no evidence that an instrument related issue contributed to the event.

Event description:
A customer obtained lower than expected vitros phyt results from multiple samples of a single patient when run on a vitros 5,1 fs chemistry system. The following results were obtained: results = < 3.0, <3.0, 10.9, <15.0 vs. An expected result = 29.3 g/ml; the affected results (< 3.0, < 3.0) were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer tested a redrawn sample after the physician questioned the results. A corrected report was issued. There was no report that patient treatment was given or changed as a result of the affected results. There was no report of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).